Event description:
Rn was attempting a temporary disconnect procedure to pt on continuous venovenous hemodialysis (cvvhd). He attached the normal salinie solution (nss) to the return line & pressed the return button. The pump started running backwards (the blood was infusing into the flush bag.)the rn stopped the pump and retraced the lines and had it double checked by another rn who confirmed correct set up. He switched the line since it was running backwards-to see if this would make a difference in flow. When he pushed the return button this time the machine started to shake and alarmed "return pressure too high". Pump stopped. Circuit d/c'ed without returning blood to patient. Patient's hematocrit and hemoglobin were stable. Pump tagged and removed from service. Evaluation by biomed could not reproduce the problem-although original tubing/set up had been removed. For biomed personnel, blood pump loaded and unloaded normally, all pressures and solenoids were verified along with all scales.